Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. Reportedly, the customer's finger was bruised due to the necessity to press the wake button to to power on the pump's display. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 107 mg/dl. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.